Manufacturer narrative:
Patient gender and weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The pump was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The outflow graft was cut approximately 4¿ from the outflow graft hardware. The apical cuff was returned and engaged to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient underwent a routine transplant.